Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink system secondary medication set; further described as backflow from the primary solution bag to the piggyback. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.